Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that the patient is asymptomatic. Update per legal on 4.20.2015: it is alleged that after implantation, the patient began experiencing discomfort in the area of the device. Further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood. Imaging of the tissue surrounding the hip revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged that based upon this finding and in light of worsening symptoms he was taken back for revision surgery on (B)(6) 2012. It is alleged that during that surgery, there was significant evidence of heavy metal toxicity including the presence of grayish fluid, large amount of black stained tissue and corrosion with metal debris. His surgeon noted the presence of corrosion at the taper junction between the accolade stem and lfit v40 chromium cobalt femoral head.

Manufacturer narrative:
Additional information: an event regarding wear involving an accolade tmzf stem was reported. The event was not confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no pre-revision x-rays of the primary right total hip arthroplasty, no documented follow­ up between july 2, 2008 and february 5, 2012, and no examination of the explanted components or photographs of the "corroded and eroded" femoral neck taper in the revision operative report of (B)(6) 2012 are available. Based upon the information available for review, no determination can be made regarding the cause of event requiring revision surgery of this patient's right total hip arthroplasty. However, it is worthy to note that patient had competitor acetabular components, surgical approach was through mini incision and patient's demographics is a large male patient. These three factors are potentially contributing factors.¿ -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause be determined based on the medical review. The clinician¿s review did note that, ¿based upon the information available for review, no determination can be made regarding the cause of event requiring revision surgery of this patient's right total hip arthroplasty.¿ ¿however, it is worthy to note that patient had zimmer acetabular components, surgical approach was through mini incision and patient's demographics is a large male patient. These three factors are potentially contributing factors.¿

Event description:
It was reported that the patient is asymptomatic. Update per legal on 4.20.15: it is alleged that after implantation the patient began experiencing discomfort in the area of the device. Further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood. Imaging of the tissue surrounding the hip revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged that based upon this finding and in light of worsening symptoms he was taken back for revision surgery on (B)(6) 2012. It is alleged that during that surgery, there was significant evidence of heavy metal toxicity including the presence of grayish fluid, large amount of black stained tissue and corrosion with metal debris. His surgeon noted the presence of corrosion at the taper junction between the accolade stem and lfit v40 chromium cobalt femoral head.